Event description:
Customer reported via phone call that the buttons on the insulin pump are not responding. Blood glucose value was 162 mg/dl. Customer also reported that the insulin pump has a crack above the screen. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.